Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: failed insulation test. The probable root cause/s could be normal wear, user misuse, and improper sterilization methods. (B)(4).

Event description:
It was reported that the insulation had been compromised. There was no patient involvment and therefore no adverse consequence.

Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the insulation had been compromised. There was no patient involvement and therefore no adverse consequence.